Event description:
Reportedly, after one hour post implantation, an increase in the rv threshold was observed with ventricular capture failure. The patient went back to the operating room, had a fluoroscopy image, and the ventricular lead was found to be in an incorrect position, (displacement) so the physician decided to reposition it. After repositioning of the lead, the threshold, impedances and sensing were within the acceptable range.

Manufacturer narrative:
Summary of the investigation: a review of real-time data and patient records revealed that, on the day of implantation ((B)(6) 2025), an issue with the ventricular lead position was identified. Specifically, a loss of ventricular capture was observed. This electrical abnormality was attributed to lead dislodgement and was confirmed with certainty via fluoroscopy imaging conducted prior to the lead repositioning. The atrial lead was repositioned during the re-intervention procedure, which successfully resolved the associated electrical issue. Based on available information, the lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. Based on the available data a lead issue is not suspected to be related to the reported issue. This case is retained and utilized for trending purposes.

Event description:
Reportedly, after one hour post implantation, an increase in the rv threshold was observed with ventricular capture failure. The patient went back to the operating room, had a fluoroscopy image, and the ventricular lead was found to be in an incorrect position, (displacement) so the physician decided to reposition it. After repositioning of the lead, the threshold, impedances and sensing were within the acceptable range.